Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-01126, 3005168196-2020-01128.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils and a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was tortuous and calcified. During the procedure, the physician experienced resistance and a pod coil became stuck while advancing through the middle of the lantern. Therefore, the pod coil was removed. While advancing the next pod coil, the same issue occurred. Therefore, the lantern and the pod coil contained inside were removed. The procedure was completed using three additional pod coils, two pod packing coils (pod pcs), and a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 55.0 and 56.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The introducer sheath had coagulated blood inside its lumen. Conclusions: evaluation of the first pod pc revealed that the pusher assembly could not be advanced or retracted within their introducer sheath due to the coagulated blood. Therefore, the pod pc could not be functionally tested. Further evaluation of the returned pod pc revealed kinks in the pusher assembly. These kinks were likely incidental to the reported complaint. Evaluation of the second pod pc revealed that the pusher assembly could not be advanced or retracted within their introducer sheath due to the coagulated blood. Therefore, the pod pc could not be functionally tested. Further evaluation of the returned pod pc revealed kinks in the pusher assembly. These kinks were likely incidental to the reported complaint. Evaluation of the returned lantern revealed a functional device. During the functional test, a demonstration coil was advance through the returned lantern without an issue. The root cause of the pod pcs becoming stuck within the lantern could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of pod pc becoming stuck within lantern. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2020-01126; 2.3005168196-2020-01128.